Manufacturer narrative:
Analysis found the wrenches could not engage the a-setscrew to untighten it due to calcified blood filling the setscrew inset. The calcified blood was limiting wrench insertion and preventing the wrench from engaging the setscrew inset walls which is necessary to untighten the setscrew. The calcified blood was removed from the setscrew inset. A wrench could then be inserted into the inset and the setscrew untightened. The blood most likely came through damage to the septum in the form of a hole punched through it.

Event description:
During elective device replacement, there were difficulties disconnecting the lead from the device header. The lead was cut and capped, and a new lead was successfully replaced. The device was successfully removed and replaced as well. The patient was in stable condition.